Event description:
It was reported that the user experienced a hyperglycemia event while using the ilet system, describing that their blood glucose was running high for about an hour, with no associated alerts or alarms reported and the cause unclear. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no hospitalization and no reported long-term impact. Investigation included a follow-up request for additional information and blood glucose details to clarify circumstances and potential contributing factors. Investigation of this case revealed no confirmed device malfunction or component issue based on the information available, and no alarms were indicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.